Event description:
Post log roll of patient icp line resting under patient's head. Gently pulled line and it snapped so unable to monitor icp. Required resiting of icp line. Icp removed and new line resited. Line removed from clinical area and if mhra accept will send back to codman. (B)(4) 2015: 1) was there a delay in surgery over 30 minutes? ¿ no the icp bolt was for monitoring only. 2) were there any adverse consequences to the patient? ¿ yes required an extra procedure to insert another bolt although no harm came to patient. 3) is the device being returned for evaluation? ¿ yes but am awaiting delivery of a special box as the bolt has been in a patient. The rep will bring it in the next week.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's investigation also included a review of manufacturing records, which found that the instrument met all quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that the catheter material and internal wires were stretched and broken, the internal wires were exposed, and there were sutures attached to the catheter material. No functional testing was possible due to the condition of the device. Based on their evaluation, the supplier was able to confirm the complaint and determine the cause of failure to be mishandling of the catheter. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.